Event description:
It was reported that the tip of a shaver broke and a piece of metal was seen in the patient.

Manufacturer narrative:
Final device investigation of the shaver revealed no evidence of metal shavings detected on the device. No damage was seen on the device to indicate metal would have been removed resulting in metal shavings. Some dulling of the cutting edges was noted. The tips and each of the teeth of both inner and outer pieces were intact. There was no obstruction or debris noted in the shaft when inspected with a lint-free cloth. Isopropyl alcohol was sprayed down the shaft with no debris noted on a lint-free cloth. The inner shaft rotated freely and smoothly within the outer shaft with no metal-to-metal sounds of scraping. The device operated smoothly in varying directions and speeds when connected to a powered handpiece.